Event description:
A surgeon reports that during cataract surgery, the haptic of the intraocular lens (iol) stuck to the forceps and was bent. The wound had to be widened to allow removal of the iol. More info is being sought.